Event description:
It was reported that a patient underwent an unknown surgical procedure. During the procedure, the cage shattered when implanted. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
A review of radiographic images shows 2 lateral flouro shots taken intra-operatively during placement of l4 crescent peek. Left side shows sizer/distractor placement, right side shows implant positioning. Screws are present at l4 and l5 without intervening rods.

Manufacturer narrative:
Analysis of the returned device shows that the cage is broken in multiple pieces. Some pieces have not been returned for the analysis. The origin of the applied load inducing the breakage is at the nose engraved with a t (15° angulation). Indeed, this nose is broken in 4 pieces (one was not returned) with all breakages propagating from the anterior handling hole. This suspects the pencil type instrument described in the event was inserted in this hole for the repositioning. The edge opposite to the broken section at the anterior handling hole is deformed which is consistent with a lateral load applied to the pencil type instrument during the reposition of the cage. The observation of the returned implant did not permit to identify any defect present prior to the implantation that would be responsible of the breakage. The type of breakage is consistent with an over-loading of the part during the insertion maneuvers. The origin of the over-loading may be attributed to the pencil type instrument inserted into the anterior handling hole instead of the posterior handling hole. In such configuration, the diameter of the pencil type instrument tip is bigger than the diameter of the anterior handling hole and excessive applied load may induce the breakage of its anterior wall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.